Event description:
It was reported, the patient was experiencing a change in amplitude. The patient noted, the amplitude will turn down on its own. One example the patient provided was they will set their stimulation at 3.5v and then go for a walk in the mall and then feel the stimulation is less effective. They will check their patient programmer and the stimulation had decreased to 3.0v. They noted this can also happen at home and the change is not always 0.5v. Electrode impedances were within normal limits. Group 1 was at 3.5v, therapy impedance of 3.513ma and 1006 ohms. Group 2 was at 3.4v, therapy impedance of 10349 ohms and 2.583ma. The battery voltage was noted to be 2.97v. The patient reported they were getting good coverage where they need stimulation. It was further reported the patient programmer was performing intermittently. Upon return of the patient programmer it was found the antenna jack was broken and the faceplate was scratched. Both were replaced. C300.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the impedances were fine. The manufacturer representative noted the patient had forgotten how to turn their amplitude up and down due to ¿some mental incapacity¿. The patient¿s husband will start helping the patient.